Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that their controller shows a "settings not available" message whenever they attempt to increase the intensity. They added that this occurs no matter which group they select¿a, b, or c¿the same message appears each time. Pt mentioned that they also tried to reset the controller, but it did resolve the issue. Agent asked, pt confirmed that the issue started like 2 days ago. Agent reviewed information about the message. Pt confirmed that their ins battery was 60% and the controller was 100%. The patient was redirected to their healthcare provider to further address the issue. Pt called in regarding letter he received. The letter asks what steps were taken to resolve the 'settings not available' situation. The pt notes that he was able to meet with a rep on feb 9 and the rep noted to the pt that pt had 4 contacts on the lead that are presumably not viable. The pt states th at the rep set his programming up so he now has 2 groups rather than 4. He will be returning home from where he is currently in april and the pt plans to meet with his managing doctor to explore next steps for the system.

Manufacturer narrative:
Annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.